Event description:
On (B)(6) 2012, the patient underwent treatment of a descending thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. On an unknown date, follow-up diagnostic imaging revealed a thoraco-abdominal aortic aneurysm. It was reported no endoleak or loss of wall apposition were noted on the previously implanted endoprosthesis and the physician elected to monitor the aneurysm. On (B)(6) 2014, the patient was admitted to the hospital with symptoms of acute abdominal and back pain. Computed tomography angiography performed the same day showed a 7 cm aneurysm (previous measurement unknown). On (B)(6) 2014, the patient underwent treatment of the thoraco-abdominal aortic aneurysm with two conformable gore tag thoracic endoprostheses. Prior to implant, a surgical bypass was performed from the right common iliac artery to the celiac and superior mesenteric arteries in order to create a longer seal zone for the two conformable gore tag thoracic endoprostheses. The tgu282810 was first implanted in the most distal position ~2cm above the renal arteries. Next, the tgu343420 was implanted proximal to the tgu282810 as a bridge device with a reported overlap of 6-7 cm within the previously implanted ctag device and 4-5 cm overlap within the tgu282810. The tgu343420 was reportedly implanted into extremely tortuous anatomy (described as an extreme s curve). It was reported that after the two ctag devices were implanted with no issues, intra-operative angiography showed a small portion of the aneurysm (just proximal to the renal arteries) remained uncovered. An aortic extender component was placed proximal to the renal arteries with no reported coverage of the renal arteries. Final angiography showed complete exclusion of the aneurysm and full patency of all arteries, devices and the bypass. It was reported that after the procedure was concluded and the patient was being taken to the intensive care unit, the patient expired. The family declined to have an autopsy performed, however, it was reported the cause of death was due to an acute cardiac event.

Manufacturer narrative:
Concomitant medical products: the patient's medications include atorvastatin, carvedilol, diltiazem, famotidine, levothyroxine and novolog.the review of the manufacturing paperwork verified that this lot met all pre-release specifications.devices implanted and involved in this event: tgu282810/11091324, tgu343420/12315662 and pla320400/11104827.